Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead had high/unstable threshold. It was also noted that there was sinus dysfunction due to beta blockers. The lead was explanted and replaced. No patient complications have been reported as a result of this event.